Manufacturer narrative:
Onsite testing of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete

Event description:
Spacelabs received a report on (B)(6) 2016 at 7:03 am that a 3.5 second pause did not alarm at the telemetry central station. No injury was reported as a result of this event.

Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that the device performed to specifications. The telemetry receiver module does not generate an alarm for pauses unless they are 5 seconds or longer at which point they will generate an asystole alarm. This report is considered final and the issue is closed.